Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. The patient stated that the site became painful and subsequently developed redness and a palpable lump. Upon pod removal of the pod, a large red area measuring approximately 20 cm by 15 cm with a central lump was observed. The patient sought medical attention on (B)(6) 2026 through an online consultation with a nurse from (B)(6) hospital ((B)(6)) after attempting to attend a minor injuries unit. Based on a photograph provided by the patient, antibiotics were prescribed and the patient was advised to consult their diabetes team. The pod was reportedly discarded. A new pod was subsequently applied successfully.